Event description:
Information received indicates the head section is not lowering when using the CPR pedal.

Manufacturer narrative:
The technician found the CPR link was disconnected. He replaced the missing nut and reconnected the CPR link to repair the bed.